Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device will not interrogate post lvad placement. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.